Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation (slda, single leaflet device attachment), associated with the clip detachment from posterior leaflet, was due to pre-existing patient anatomy with poor leaflet quality as per the physician. The reported recurrent mr and tissue injury (posterior leaflet damage) were due to the slda. The reported dyspnea was a secondary effect of the recurrent mr. The reported patient effects of mitral regurgitation, tissue injury, and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a patient presented with grade 4 degenerative mitral regurgitation (mr) and poor leaflet quality for a mitraclip procedure. The devices functioned as intended. Full leaflet insertion was observed. Two mitraclips were implanted to treat the leaflet prolapse, and the mr was reduced to grade 1+. On (B)(6) 2023, a single leaflet device attachment (slda) was observed during a transthoracic echocardiogram (tte). The mr was recurrent at grade 4 and the patient experience shortness of breath. The posterior leaflet was detached and there was leaflet damage noted. Per the physician, the leaflet quality contributed to the slda. On (B)(6) 2023, cardiac surgery for mitral and aortic valve replacements were performed. Both clips were explanted. The patient is recovering post-operation. No additional information was provided.